Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl; cause was not known. Customer went to the emergency room (ER) and insulin was administered. Customer left the ER the same day. Bg was "back to normal". Customer could not recall further details of the event.